Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for non-malignant pain. It was reported that the charging seems to take longer/forever than normal. Patient also reported the high temperature warning appears on her device even though it does not feel warm to her. Patient tried several different approaches to avoid the temperature warning, including creating space around the charger. Patient has 6 to 8 bars of coupling strength. Actions/interventions that took place to resolve the issue were that the antenna was going to be replaced. Rep reported that they got this sorted out. No symptoms were reported. Patient's weight was asked but unknown. Hcp had no further information. No further complications were reported/anticipated. On 2018-nov-30, additional information was received from the rep. It was reported that the cause of cause of high temp warning signal and longer charging than normal was not determined. The replacement of the recharger head did not resolve the high temperature warning. The issue of charging seems to take longer/forever than normal was not resolved. Patient was going to try placing a pillow behind her to create more space and hopefully keep the temperature down. The provided information was confirmed with the hcp. No further complications were reported/anticipate.